Event description:
It was reported that the ilet pump¿s screen was cracked after the pump fell, resulting in a hardware damage event and necessitating a replacement device. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included continuation of diabetes management using a cgm and uninterrupted glycemic monitoring. Investigation included customer service troubleshooting and education, logistics verification for replacement and return, and assessment through complaint handling. Investigation of this case revealed physical damage to the display component consistent with external impact, with no device malfunction or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.